Event description:
Same case as: 2134265-2010-04493. It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. During testing of the rotational speed of a 1.50mm rotablator rotalink burr and a 325cm rotawire guide wire, the guide wire fractured. It was noted that there was a good flow of saline. After the fracture occurred the physician observed a material attached on the tip of the burr which appeared to be "a burning material". There was no patient contact. The procedure was completed with another 1.50mm rotablator burr and another 325cm rotawire guide wire. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluation: the rotawire was received in two sections; 154cm section and 176cm section. Both fractured sites show diameter reduction. The sections were sent for sem analysis which revealed that the fracture occurred in a torsional overload direction resulting from burr induced surface wear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion." (B)(4).

Event description:
Same case as: 2134265-2010-04493. It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. During testing of the rotational speed of a 1.50mm rotablator rotalink burr and a 325cm rotawire guide wire, the guide wire fractured. It was noted that there was a good flow of saline. After the fracture occurred the physician observed a material attached on the tip of the burr which appeared to be "a burning material". There was no patient contact. The procedure was completed with another 1.50mm rotablator burr and another 325cm rotawire guide wire. No complications were reported and the patient's status is good.